Event description:
It was reported that the pt experienced a shocking and jolting sensation at the implantable neurostimulator site. The pt reportedly ran into a table a couple weeks prior to the event but did not experience the shocking and jolting at that time. Impedance measurements were collected and found to be normal. The pt had stimulation off for a while. Additional information received reported that the pt met with a company rep at which time stimulation was turned on and the implantable neurostimulator was "moved around" to see if they felt any shocking or jolting around the battery. No shocking or jolting was felt by the pt at that time. The pt was scheduled to meet with their heath care provider to discuss implantable neurostimulator removal and drying of the leads.

Manufacturer narrative:
(B) (4).